Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior c2 odontoid screw fixation with hardware implanted at c1-2. It was reported that the drill bit broke off in the base of c2 and became lodged in the bone. The drill bit was removed. No patient complications were reported.